Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and ran a downtime query, confirming that there was no delay on the carefusion coordination engine (cce) side. The tss verified that the received messages were current and checked health sight viewer (hsv), where multiple cerner-related issues were listed in the notices. The tss dialed into one station and observed delays in patient and order information. The tss contacted the customer and advised them to check with their cerner team, as hsv indicated cerner-related issues. After monitoring for more than 24 hours with no additional problems, the tss proceeded with case closure. The system functioned as intended after the tss investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders failed to cross over, affecting the entire hospital. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.